Manufacturer narrative:
The manufacturer previously reported that the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged appendix. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. After reviewing the additional information from the report should be as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging heart failure. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. On previously submitted report, adverse event/product problem, outcomes attributed to ae, describe event or problem in box b and type of reported complaint, patient outcome code grid, health impact grid, evaluation method code, evaluation results code grid, component code grid, conclusion code grid in box h was not correct. Section type of adverse event/product problem, outcomes attributed to ae, describe event or problem in box b and type of reported complaint, patient outcome code grid, health impact grid, evaluation method code, evaluation results code grid, component code grid, conclusion code grid in box h has been updated/corrected in this report.

Manufacturer narrative:
Due to the manufacturer not receiving the device information, the following are possible recall z numbers: z-1972-2021. Z-1974-2021 . Z-1973-2021 h3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged appendix. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.